Event description:
Employee was transferring a nursing home resident from a bed to a wheelchair using a ceiling lift. During the transfer, the ceiling lift apparently failed to function correctly as it would not allow the resident to be lowered. The employee subsequenlty pulled the resident toward them, resulting in pain in the employee's neck and down, radiating into the left side.